Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3 ex hex tapered implants (oss413) was received. Visual inspection of the returned product identified significant gouges around the external threads and the collar. The external hex feature was fractured. The damages to the implant were most likely sustained during the removal process. The subject implant mount (mmc03) was discarded and not returned for inspection. No additional testing was performed due to the extent of the damage to the returned product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document review: review of the biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) identified information regarding implant placement. Surgical manual highlights the torque recommendation and ratchet placement method. Complainant reported that during the surgery the mount did not disengage from the implant. The reported event could not be verified, as the subject implant mount was not returned for inspection. Also, no further functional testing of the implant. A definitive root cause could not be determined for the reported complaint. The following sections have been updated: d4: expiration date, UDI: (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount got stuck inside the implant (boet3213). It was also reported that they could complete the procedure.